Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue female connector and the light blue main body of a peritoneal dialysis (pd) transfer set. This occurred during use for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received and evaluated. A visual inspection noted, the female connector was separated from the main body of the twist clamp. The reported condition was verified. The cause of the condition was manufacturing related, due to inadequate solvent onto the insert chip and the threads of the main body, causing the broken solvent bond between the two components. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph was received for evaluation. Visual inspection of the photograph observed that the female connector was separated from the main body of the twist clamp. The reported condition was verified. The cause of the condition was manufacturing related caused by inadequate solvent onto the insert chip and the threads of the main body causing the broken solvent bond between the two components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.